Event description:
It was reported that during use with 7 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes under filled. The following information was provided by the initial reporter, translated from spanish to english: the tubes are filling a volume too lower than the marked in label.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of underfill based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 7 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes under filled. The following information was provided by the initial reporter, translated from spanish to english: the tubes are filling a volume too lower than the marked in label.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.